Manufacturer narrative:
(B)(4). The device sample was not returned for returned for evaluation at the time of this report.

Event description:
The customer alleges that the tuohy needle has a defective part (a connection issue). The alleged issue was noted while looking for the epidural space. No clinical consequences to the patient. The patient's condition is reported as fine.